Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic lobectomy procedure, the first reload was used with a power stapler and it only stapled 0.5 - 1 cm and stopped. The surgeon used a new reload however on the second reload, after pushing the green button nothing happens when tried to staple the device did not fire. The surgeon then tried to used a manual stapler together with the second reload however the problem was the same it did not fire at all. The surgeon then replaced another reload and the third (3) reload until the sixth (6) reload did not worked either with the powered stapler or even with the manual stapler. In addition there were incomplete staple line proximally. To resolve the issue the surgeon had to opened another box or reload. There was no patient injury.